Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to a tear in the cac adapter cable. The most likely root cause of the reported event can be attributed to mishandling. Information for use (IFU): the instructions for use and patient manual outline care of devices to prevent damages including cautions to not pull, twist or kink the power cables. It warns that damaged equipment should be reported to your vad coordinator and inspected and should be returned to the manufacturer. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
The vad coordinator reported that the patient brought in ac adapter that was frayed at the end where it plugs into the controller. The device was replaced and taken out of service. There was no effect on the patient.